Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Investigation conclusions code: d15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "vascular occlusion seen in the forehead" after injection with juvéderm® volite¿. The physician administered hyaluronidase, after injection of hyaluronidase the symptom resolved.